Manufacturer narrative:
(B)(4).

Event description:
It was reported that a frozen receiver display screen occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to observe if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the ui pcba was detached to download the receiver log. It was reviewed and no data was observed within the investigation window. A receiver functional test was attempted, but it could not be completed due to the perpetual rebooting. The reported event of a frozen screen display was not confirmed as no data was available. A root cause could not be determined.